Event description:
It was reported that shaft break occurred. The 75% stenosed, 3.00mmx30mm target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon delivery shaft was fractured at 30cm from the distal end of the balloon. The device was removed together with the catheter and guidewire. The procedure was completed with another of the same device. There were no patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded with blood in the inner shaft. Analysis of the tip, balloon, markerbands, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and there were numerous kinks in the inner/outer shaft. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 3.00mmx30mm target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon delivery shaft was fractured at 30cm from the distal end of the balloon. The device was removed together with the catheter and guidewire. The procedure was completed with another of the same device. There were no patient complications were reported and the patient's status was stable.